Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via evaluation of the returned backup battery (serial number: (B)(4)). The output voltage of the returned battery, measured from the output pin, was 0 v. The battery was connected to a test system controller and power module/system monitor, and a backup battery fault alarm activated, reproducing the reported event. The battery did not accept charge from the controller. The outer casing of the battery was removed for evaluation of the internal components. No physical damage to the external or internal components of the battery was observed. The battery voltage was measured directly from the battery cells, revealing that the battery had approximately 11.4 v of charge. Circuit analysis performed on the printed circuit board (pcb) revealed an open fuse that resulted in the output of the battery being 0 volts despite the battery cells having sufficient charge. A wire was soldered onto to the backup battery to make the connection between the two terminals of the fuse and the backup battery operated as intended. Provided information stated that no other alarms were noted after the backup battery was exchanged. The reported event was determined to be caused by an open fuse on pcb; however, the root cause of the fuse being open could not be conclusively determined through this analysis. Heartmate iii patient handbook section 5, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook section 2 ¿how your heart pump works¿ and heartmate iii instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the system controller backup battery. These sections also inform the user of how to maintain the backup system controller¿s readiness by fully charging the backup controller¿s backup battery and performing a self-test every six months. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate backup battery (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. System controller, serial number (B)(4), was shipped to the customer on 23apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a controller back-up battery alarm. It was attempted for the back-up battery to be re-set, but it was not effective. The battery was changed and the alarm stopped. Although the battery has been designated as out of warranty, the patient had this battery less than a year, and it should not have expired until 23feb2022.